Event description:
Event description boston scientific, crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device was admitted to the hospital secondary to a syncopal episode. The physician reported a 1.8 second pause in pacing. There was noise on the right ventricular (rv) defibrillation rate sense channel, with odd complexes on the shock channel. The noise could not be recreated with isometrics. The rv lead measurements were confirmed to be good and stable. The device had several stored episodes that went back at least several months. A boston scientific technical services (ts) consultant stated that it could be a seal plug or setscrew issue if it goes back to the implant date and suggested an x-ray for further evaluation. The boston scientific sales representative planned to discuss with the physician.